Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
Legal counsel for the patient alleges that patient underwent total right hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility and elevated metal ions. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records revealed patient revision on (B)(6) 2014 was due to an acute septic joint. The patient's operative report noted purulent material which was debrided, osteolysis, metallosis, hypertrophic synovial changes which were debrided, and necrotic tissue which was debrided. The femoral head was removed and replaced and an active articulation acetabular liner was implanted during the revision.

Event description:
Legal counsel for the patient alleges that patient underwent total right hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility and elevated metal ions. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07677 / -07678).